Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial artery. A 5.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilation. Inflations were performed sixth times. However, during sixth inflation at 10 atmospheres for 30 seconds, the balloon ruptured at the center. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported. Patient was in good condition.